Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
Based on the operative report provided, the explant was due to paravalvular leak with aortic insufficiency. The patient was found to have fairly dense adhesions especially around the ascending aorta. The valve was found to have a definite paravalvular leak almost immediately below the position of the left coronary ostium. There was quite a bit of pannus also noted supra-annularly and in the superior to the outflow aspect of the valve with a smaller amount on the inferior annular aspect of the valve. Once the valve was explanted and the annulus debrided again. A 19 mm edwards valve was implanted without difficulty. Ventricular function post-procedure appeared to be improved with improved hemodynamics by thermodilution cardiac output. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.

Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 1 years and 5 months. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve. No other details provided.